Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was found to be non fu nctional. It was also noted that the liquid crystal display panel was worn out. The touchscreen would not function correctly . The left and right upper hinges were worn. The lower bullets were missing. The paper was depleted. The radiofrequency head anti-slip layer was worn and the top cover damaged. Errors were identified in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.